Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11311r21, implanted: (B)(6) 2002, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported there was a suspected, but not confirmed flipped pump. It was noted the pump had flipped on several occasions and there was a concern that the catheter ¿may not be ok at that point.¿ it was also reported the pump was tilted in the pocket and the patient was scheduled for a pocket revision on the date of this report with possible revision. It was noted no testing or troubleshooting was performed and was not required. The cause of the product issue was unknown. It was further reported the pump was not flipped when the pocket was opened up, however it was very tilted and moving around. Therefore a pocket revision was done and the catheter was disconnected from the pump and was flowing cerebrospinal fluid (csf) freely. The patient¿s status at the time of this report was ¿alive-no injury.¿ it was unknown if there were any patient symptoms or complication associated with this event. The pump was being used to deliver baclofen and the pump was running at 1100 mcg/day and 4000 mcg concentration. It was further reported nothing was done with the pump or catheter and the catheter was dripping. It was noted the pocket was revised and the pump was sutured down so it would not flip. It was unknown what the patient¿s status was, but the patient ¿was fine¿ before surgery and ¿the pump was just tilted in her abdomen.¿ no products were to be returned. Additional information has been requested; a follow-up report will be sent when it becomes available.